Event description:
The device was used during a procedure on the rectum. Reportedly, the staples did not form properly. The surgeon performed an unintended colostomy and manually sutured to complete the procedure. The hospital has reported the patient's condition is satisfactory.